Manufacturer narrative:
Additional information h7, h9 h3 other text : investigation complete.

Event description:
The customer reported error code 352.6700. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d10, h3, h6, h10. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 352.6700. There was no patient involvement.

Event description:
The customer reported error code 352.6700. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 12oct2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200038496 for plunger keeps blinking after installing the syringe, which does not correlate to the customers reported issue. H3 other text : investigation complete.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported error code 352.6700. There was no patient involvement.